Manufacturer narrative:
Citation: chodor pa, et al. Comparison of the results of transcatheter aortic valve implantation in patients with bicuspid and tricuspid aortic valve. Advances in interventional cardiology. 2021 mar; 17(1): 82-92. Doi: 10.5114/aic.2021.104773. Published online 2021 mar 27. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the outcomes of transcatheter aortic valve implantation (tavi) using self-expanding valves in patients with a bicuspid aortic valve or a tricuspid aortic valve. All data was retrospectively collected from a single-center registry between november 2008 and december 2016. The study population included 83 patients and was predominantly male with a mean age of 77.5 years. All patients were implanted with medtronic transcatheter valves: corevalve (71) or evolut r (11). No unique device identifier numbers were provided. Valves were not implanted in two patients. Both patients died from procedural complications unrelated to medtronic product. The thirty-day and one-year all-cause mortality included 7 patients and 17 patients, respectively. No correlation was made between medtronic product and the deaths. Procedural and post-procedural adverse events included: valve embolization necessitating second valve implantation; low implant depth associated with severe paravalvular leak necessitating second valve implantation; tamponade; annulus rupture; in-hospital permanent pacemaker implantation (single-chamber pacemaker, dual-chamber pacemaker, cardiac resynchronization therapy defibrillator, or impl antable cardioverter); stroke (disabling or non-disabling); mild to severe paravalvular leak; unspecified valve-related dysfunction; hospitalization for valve-related symptoms or worsening congestive heart failure; life-threatening bleeding; and major vascular complications. No additional adverse patient effects or product performance issues were reported.